Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide cath: medtronic ebu 3.5. Stent: 3.0x23 xience. Evaluation summary: the balloon catheter was returned with blood on the balloon. There was contrast in the inflation lumen and on the outer member. The balloon was tightly folded. This is all consistent with the reported catheter preparation and attempted advancement but no balloon inflation. The tip length and crossing profiles were measured and met specifications. The hypotube shaft was separated 58.5 centimeters (cm) distal to the strain relief tubing. The fracture faces were ovaled indicating that the fracture location was kinked before fractured. The outer jacket was torn and separated. Reportedly, the trek catheter was removed from the guiding catheter and was noted as broken then separated into 2 pieces confirming the reported incident. It was most likely that the hypotube kinked and was partially broken; further handling then caused the kinked/broken area to separate. There were two kinks in the hypotube shaft 12 cm and 55.5 cm distal to the strain relief tubing. There was a bend in the hypotube shaft 23 cm distal to the separated edge. Factors that may contribute to hypotube damages such as kinks, bends or a separation include, but not limited to, manufacturing, handling during preparation, and handling during backloading the guide wire. To help ensure that this type of damages is not a result of manufacturing, all dilatation catheters are inspected for damages numerous times during manufacturing including prior to inserting in the coils. Since there was no mention of any hypotube damages during catheter inspection prior to use, the hypotube kink and separation were most likely occurred during the procedure. It is possible that the shaft was inadvertently handled during preparation for use and fractured as a result during attempted advancement. Then after removal of the device, the shaft likely separated at the location of the break. There is no indication of a product quality deficiency. The manufacturing records were reviewed and there were no non-conforming material records associated with this lot. Additionally, a query of the complaint handling database for this lot revealed no other similar incidents reported for shaft separation. Analysis of the returned device confirmed the hypotube separation but it was most likely a result of the operational context of the procedure. There is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure in the proximal-mid left anterior descending artery, a 3.0x23 xience stent was successfully deployed. An attempt was made to advance a 3.0x25 nc trek dilatation catheter through a non-abbott guide catheter. During the advancement of the catheter, the physician did not feel resistance; however, a snapping sensation was felt prior to the catheter exiting the guide catheter into the anatomy. No force was applied. The physician withdrew the catheter from the guide catheter without resistance. Once the catheter was removed from the guide catheter, it was noted that the shaft was broken and then separated into two pieces. The physician used a non-abbott dilatation catheter to perform post dilatation successfully. There was no adverse patient effect and no significant clinical delay in the procedure. The physician stated that he believes the breakage occurred during advancement of the device through the guide catheter. No additional information was provided.